Manufacturer narrative:
Device evaluation: the replaced segment of the percutaneous lead (driveline) and the explanted pump were returned for evaluation. Although the report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file, a specific cause could not be conclusively determined through the evaluation of the returned portions of the driveline. Approximately 24 inches of the replaced portion of the driveline was returned for evaluation. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. The silicone jacket appeared unremarkable. Upon removal of the silicone jacket, the bionate was damaged on the proximal side of the repair site. Shield breakdown was also observed on the proximal side of the repair site. The shielding was removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The explanted pump was returned assembled with the driveline severed approximately 1 and 4 inches from the pump housing. The distal portion of the driveline, the sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow graft and outflow graft bend relief were not returned. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Both the pump-end segment and additional segment of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was also observed on the proximal side of the repair site. The shielding was removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2017 the patient¿s lvad system had multiple pump stops overnight while supported on a grounded patient cable. The patient was reportedly symptomatic, as they were having pump stops. The submitted log file was reviewed by manufacturer's technical services and revealed multiple pump stoppages. The driveline showed visual signs of external damage and an external percutaneous lead replacement. Submitted x-rays showed an unusual bend near a previous driveline repair that was performed for cosmetic reasons. On (B)(6) 2017 technical services performed a driveline replacement. On (B)(6) 2017 it was reported that there was an internal driveline fracture that would require a pump exchange. The patient underwent the pump exchange on (B)(6) 2017.